Event description:
A health care professional reported that the phaco emulsification tip (phaco tip) was crooked and it was noticed while putting on the tip before cataract surgery (without intra ocular lens implantation). The surgery was completed with the tip on, without any complications. There was no patient contact with suspect product. This report pertains to the sixth of six patients involved, out of a total of thirteen patients from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report, therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The photo 1, shows a pack label, the reported product and lot information is confirmed and photo 2, shows phaco with bent tip. Reported issue confirmed from photo 2. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the photo confirms the reported issue, as noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the balance phaco emulsification tip (phaco tip) was bent and deformed was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).